Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of a fusiform 7.1 cm abdominal aortic aneurysm approximately one month ago. The aortic neck was 5 cm in length, 32 mm in diameter at the renal arteries, 2 cm below it measured 27 mm in diameter. Over the next 2 cm it tapered down to 18 mm in diameter creating a reverse funnel shaped neck. Where the aortic neck tapered down, there was a large shelf of calcification. The iliac arteries had moderate calcification and mild tortuosity. The endurant bifurcated stent graft was intentionally implanted 1 cm below the renal artery due to the narrowing in the distal area of the aortic neck. There were some difficulties cannulating the gate for the contralateral limb, due to the shelf of calcification; however, the contralateral limb was successfully implanted. It was reported that there was a proximal type I endoleak after implantation. A 36x36x49 endurant aortic cuff was implanted and resolved the proximal type I endoleak. Upon final angiogram, there was a slight blushing type IV endoleak. The decision was made to monitor the patient. The patient is fine. No further information was provided.

Manufacturer narrative:
Results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (anatomy related). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related).